Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 513 (mg/dl) and high ketones. While in the hospital, customer was treated with intravenous insulin. During review of pump data with tandem technical support, contact stated that the customer only had 3 boluses in the pump history and 2 supply changes/load processes between (B)(6) 2016. Customer was still in the hospital at the time of the call to tandem technical support. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.